Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for damaged plunger stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that during use with a bd a-line¿ the stopper separated and blood leakage occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: during blood collection, the stopper of the syringe was separated and blood leakage occurred.